Event description:
It was reported that on (B)(6) 2013, a physician performed an uneventful novasure ablation on a pt with a "midline-to-anteverted" uterus. The disposable device was difficult to seat at first, but then passed cavity integrity assessment (cia) test and the ablation was completed. The pt was discharged home. On (B)(6) 2013, the pt was seen "complaining of severe abdominal pain". A computed tomography (CT) scan of the abdomen revealed "free air". A laparotomy was performed and a bowel perforation was noted. The uterus was inspected and it was noted "on the fundus that there were two circumferential blanched areas measuring approx 1-2cms in diameter. Within each blanched area was a perforation associated with (thermal changes). On the small bowel, distal jejunum was a blanched serosal area with a perforation." The physician then "resected followed by an end-to end anastomosis" this portion of the bowel. "The pt did well post operatively and was discharged home five days later in stable condition."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to the conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).